Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and non-boston scientific pacemaker exhibited noise that was oversensed. No asystole of greater than two seconds was reported. The patient had an intrinsic rhythm of 30 bpm, as noted on the EKG that was checked during the patient's session of blood dialysis. Lead measurements were normal. At the next device check the following month, the device was programmed to vvi pacing mode and the rate was 70 ppm. It was observed that the pacing impedance measurements were greater than 3,000 ohms. A review of stored episodes showed additional episodes with noise that was oversensed. The impedance trend showed repeated impedance measurements of 3,000 ohms and of 500 ohms. An incomplete lead fracture was suspected and a revision procedure was performed. During the procedure, it was reported that the patient struggled and the physician abandoned explanting the system. The non-boston scientific pacemaker was programmed to ooo mode and the left-sided system was deactivated. A new lead and pacemaker were implanted on the patient's right side. Lead measurements were all within normal limits. No adverse patient effects were reported.